Manufacturer narrative:
.

Event description:
Provider alleges the chair will speed up will the end user is driving causing her to run into walls. Provider states no injury or property damage reported.